Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on 07-apr-2025. ¿the description seems to highlight a discrepancy between the expected distance between two markers and the actual image. The narrative lists that two proximal bands are on the delivery tube, this is confusing to me, since there is supposed to be one marker on the pusher wire that is supposed to correspond to the proximal marker of the microcatheter. In the image I see on marker (highlighted as number 2) that is past the proximal marker of the microcatheter. The highlight number 1 is in a bend of the catheter and therefore it cannot be confirmed that this is also a marker, particularly since only one is expected. The tip of the coiling microcatheter is not visible, and there is a second microcatheter visible with an enterprise stent. From the images and the narrative, it is not possible to analyze the observed problem.¿ physician name and date reviewed: (B)(6) 2025. Updated sections: b.4, g.3, g.6. H.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 2mm x 6cm orbit galaxy helical xtrasoft coil was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Microscopic inspection was performed on the coil component. It was observed that the proximal portion of the embolic coil is stretched leaving the internal blue fiber exposed. Dimensional analysis was performed on the hypo-tube. The marker band position measurements were found to be within specifications. The dimensional inspection was found to be within specifications, additionally, no anomalies were found on the orbit galaxy that could have contributed to the issue reported during the procedure. The reported issue in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. This condition is suspected to have appeared during the post-operational handling of the device since the coil was reported to be in good condition when it was removed. A review of manufacturing documentation associated with this lot (31444522) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ do not advance the marker bands of the delivery tube past the marker band of the infusion catheter. Advancing the marker bands of the delivery tube past the marker band of the infusion catheter results in the forward movement of the tip of the delivery tube past the infusion catheter which risks damaging the vessel and displacing the coil. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: (31444522) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted embolization procedure targeting an aneurysm on the middle cerebral artery (mca), the microcatheter (unspecified brand) and the 2mm x 6cm orbit galaxy helical xtrasoft coil (640hx0206 / 31444522) were delivered to the target site. After the coil completely filled in the aneurysm, it was found that ¿the distance between the two proximal marker bands of the delivery tube was too far under image.¿ the physician withdrew the coil only and replaced it to complete the procedure using the same microcatheter. There was no report of any negative impact to the patient. A procedure image was also included in the complaint. This image will undergo independent physician review. On 21-mar-2025, additional information was received. The information confirmed the procedure was a stent-assisted embolization of middle cerebral artery aneurysm. The targeted aneurysm was a saccular aneurysm; information related to the size was not obtainable. Nothing unusual was noted about the system prior to use. There was no damage noted on the coil when it was removed; per the information, the coil was no longer attached to the delivery system when it was removed. The replacement coil was another 2mm x 6cm orbit galaxy helical xtrasoft coil (640hx0206). There was no negative impact to the patient and no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes a correction to the UDI. Corrected section: d.4: primary UDI number. Updated sections: b.4, d.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.